Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition in the low volume setting. The pump was returned to the biomedical department with an unsigned note that stated, "no audible alarm on low volume setting, but does have alarm on the high setting." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.